Event description:
Resident was being lowered back into bed after being weighed, the down button on lift "stuck" allowing the arm of the lift to come down on the resident's arm, causing a 4cm skin tear on left forearm.